Event description:
It was reported that the nurse had electric shock and a tingling sensation in the finger that made contact for approximately 2hrs after the shock. There was no patient harm.

Manufacturer narrative:
Omit: a0714 - unintended electrical shock, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52 the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse had electric shock and a tingling sensation in the finger that made contact for approximately 2hrs after the shock. There was no patient harm.